Event description:
Generator analysis was completed. The generator was returned due to high impedance, suspected generator issue. The product analysis lab confirmed that the generator was at ifi (intensified follow-up indicator)=no condition. The report of high impedance, suspected generator issue was not duplicated in the product analysis lab. There were no performance of any other type of adverse events found with the pulse generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator worksheet was received and there were no issues observed. Further information was received confirming that the pin was fully inserted past the connector block. It was unknown if the surgeon released back pressure. Further information was received that no other programming systems were used on the day of surgery and that only advanced interrogations were performed. Tablet data was received for the generator. No diagnostic testing was performed with the programmer that the decoder data was retrieved from. This would result in the interrogation pulling a stored impedance value as opposed to the impedance at time of surgery and would indicate an inaccurate representation of the impedance value until a true system diagnostic test was performed.

Event description:
Initial report was that the patient was scheduled for generator replacement and pre-op diagnostics were good. After generator replacement a system diagnostics were performed 4 times and high impedance appeared each time. Pin reinsertion was attempted multiple times and high impedance was still observed. No physical abnormalities or obstructions were noted during pin re-insertion attempts. The surgeon noted that there were no anomalies with the lead. The lead was replaced to ensure that there was not an unobserved nick or break in the lead. After the lead revision, high impedance was still observed with the new lead and test resistor during system diagnostics. A second new generator was then used and showed ok lead impedance. Design history records were reviewed for the generator and the generator passed all specifications prior to distribution. The opened and unused generator was received by product analysis. The explanted lead was not available for return. No other relevant information has been received to date.